Manufacturer narrative:
Age at time of event: +40. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a ablation treatment procedure, a grounding pad burn occurred. The procedure was being performed at the start of the case with a 4mm tip catheter with a ept-1000 generator, so one grounding pad (dip electrode) was used. The physician changed to this 8mm blazer ii xp tip catheter during the case, but did not add a second dip electrode. As a result, the patient suffered a burn after the ablation. The procedure was completed with this device. The patient has continuing medical visits to treat burn caused by the procedure.